Manufacturer narrative:
Batch review performed on 08 october 2024: lot 2001373: (B)(4) items manufactured and released on 24-jun-2020. Expiration date: 2025-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
3 year and 2 months from primary surgery the patient had pain due to a loose tibia and the cause is unknown. The surgeon revised the insert and tibia; the surgery was completed successfully.